Manufacturer narrative:
Device evaluation: returned device was received for evaluation. Evidence of reported problem in event log was found. During the evaluation of the device it was not able to repeat customer's reported problem in that the pump "constantly alarming" issue during the investigation. Visually inspected the pump's event history logs showed "high pressure" alarm messages after pump started. The customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that a smiths medical cadd legacy plus pump is constantly alarming. No patient involvement.